Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot number were not provided. The reported patient effects of dissection, thrombosis, stenosis, and myocardial infarction are as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, a conclusive cause for the reported difficulties and patient effects could not be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attached article, titled: "very late scaffold thrombosis after everolimus-eluting bioresorbable scaffold implantation in patients with unremarkable interim surveillance angiography"na

Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us. It cannot be confirmed if the device was absorb or absorb gt1. The 2 additional absorb devices referenced are being filed under separate medwatch report numbers. Article titled: very late scaffold thrombosis after everolimus-eluting bioresorbable scaffold implantation in patients with unremarkable interim surveillance angiographyna.

Event description:
The following was reported through a research article: it was reported that the patient presented with st elevated myocardial infarction (stemi) and subtotal occlusion of the proximal and mid right coronary artery (rca). The patient was treated with three absorb bioresorbable scaffolds (brs). Two 3.5x28 mm and one 3.5x15 mm were implanted. Post implant, a distal edge dissection was noted on the distal brs, and a drug eluting stent was implanted to cover the dissection. Angiography post implantation showed mild restenosis in the mid rca, with no indication for treatment. 532 days after the index procedure, the patient suffered recurrent myocardial infarction with very late scaffold thrombosis (vlsct) and subtotal thrombotic occlusion within the scaffolded segment of the mid rca. Optical coherence tomography (oct) showed scaffold discontinuity in the distal brs with overlying thrombus. In addition, there was restenosis with an oct-derived percent lumen area stenosis of 54%. The lesion was treated with balloon dilation followed by implantation of a drug eluting stent. No additional information was provided. Details are in the article, titled: "very late scaffold thrombosis after everolimus-eluting bioresorbable scaffold implantation in patients with unremarkable interim surveillance angiography".